Manufacturer narrative:
A replacement power adapter part number 40012 was shipped to customer. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. This report is submitted to comply with MDR malfunction notice (B)(4) requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Event description:
It was reported that the power supply adapter is defective and causes intermittent shut down of ventilator while in use. No patient injury reported.